Manufacturer narrative:
The device was not returned to zoll for evaluation. The reported problems were observed by the zoll approved service provider (medist imaging). The mfc, ECG cable, spo2 cable, spo2 sensor, battery, nibp cuff, and nibp hose were replaced to remedy the problems. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.